Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier failed to work. The field service engineer (fse) identified that after the station was restarted, users were able to log in again using their fingerprints. Through remote support service (rss), the fse observed multiple users successfully authenticating with their fingerprint without further issues. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier was not working. Although they were able to sign in, they required a witness to gain access. An error message indicated that the biometric device was in maintenance mode, even though a light was present on the device and this issue was causing delays in surgery, which located on wmcore. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.